Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had checked their stimulation after charging and they noticed that they had no stimulation with the same settings they had used for a year or longer. The patient met with a manufacturer representative to have the system check and they were told they would have to turn the stimulation up to 5.0v in order to feel it in their right leg. The patient also reported that the issue was not resolved and that they had extreme pain at the battery site about a week prior that was so bad that they couldn't move or walk for over an hour. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the stimulation was not working in the patient¿s right leg unless they turn it way up. The patient reported that they usually have it set to 2.50v and are able to feel it, now they have to increase it to 5.0v to feel stimulation like they normally do. The patient also reported that they feel a ¿jolt¿ when they bend or walk around the kitchen and they noted that it feels ¿tight.¿ the patient also reported that when they lay down on their implant, the implant site feels sore. The patient mentioned that they had been trying to lose weight over the past few months. No further complications are anticipated.